Manufacturer narrative:
Results: the benchmark was kinked approximately 88.5 cm from the hub. Conclusions: evaluation of the returned benchmark confirmed a kink on the device. If the device is forcefully retracted from the packaging at extreme angles or otherwise mishandled during preparation, damage such as a kink may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the hospital staff found that a benchmark 6f 071 delivery catheter (benchmark) was kinked approximately 10 centimeters from the distal tip upon removal from the packaging. The damaged benchmark was found prior to use and therefore, was not used in the procedure. The procedure was completed using a new benchmark.